Event description:
It was reported patient underwent basal joint arthroplasty on (B)(6) 2014. During the procedure, the stabilizing sheath expanded the drill hole and the anchor pulled out.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." Examination of returned device found no evidence of product non-conformances. Off label use by the surgeon. Consider this an error by the surgeon.